Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire anchor dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2026. During the procedure, the wire anchor was dislodged from the catheter during dissection of the common bile duct with cautery. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.